Event description:
Patient was in clinic today for an image guided prostate biopsy. The biopsy gun stopped working halfway through the biopsy and we had to utilize a second one. Manufacturer response for biopsy instrument, max-core biopsy instrument (per site reporter). [Redacted] escalated to rep on [redacted], no response, asked [redacted] who the contracting team member is for escalation - total 18 events.